Event description:
It was reported that the device sterility was compromised. An opticross imaging catheter was selected for use during preparation for a procedure. Upon opening the opticross box, the sterile motor drive unit (mdu) bag was noticed to be opened already which compromised the sterility of the bag. There was no patient involvement since this occurred during preparation.